Event description:
It was reported that pump battery was unresponsive. During troubleshooting the pump was plugged into a power source for over two hours using different usb cables; however, the pump did not turn on. No additional information was provided.